Event description:
It was reported to covidien that during intubation the easy cap detector did not change color.

Manufacturer narrative:
The reported product easycap ii co2 detector was not returned for investigation. Therefore, an investigation on the actual device cannot be performed to confirm the reported issue. A device history record (DHR) review was performed for the reported lot number confirming that the product was produced according to quality requirements and released per established procedures. Nonconformance (CAPA) investigation is currently open to address the reported failure. (B)(4).

Manufacturer narrative:
(B)(4).